Event description:
It was reported that the patient had a syncopal episode and was seen at the hospital. The device had a pacing problem and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.